Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the product wet after priming. A mark on the housing in the header area was visible that appeared to be consistent with the reported crack. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a revaclear 400 was cracked and leaked during priming. There was no patient involvement. No additional information is available.